Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient stopped recharging the ipg as recommended. In turn, the ipg became unable to successfully communicate with external devices due to being inoperable. As a result, the patient's ipg was explanted and with a competitor's device. The exact explant date is unknown.